Event description:
A medtronic representative reported that the s7 stealthstation system's camera would not track and the right sensor light was yellow. This occurred during a cadaver lab system demonstration. No live patients present.

Manufacturer narrative:
As received, the bump sensor had been activated from a bump on (B)(6). The position sensor unit (psu) had great difficulty tracking during the accuracy assessment kit (aak) test with a result of .35mm.